Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that the images on the hd arthroscope were pitch black. They were able to complete the case with another like device. This did not cause a surgical delay and caused no patient harm. This is all the information the sales rep had at this time.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was sent to the supplier and evaluated. The sales rep reported an issue of the images on the device were pitch black, per evaluation this problem can be confirmed, therefore this complaint can be confirmed. It was found during evaluation that the outer tube was bent, needle was damaged and the distal tip had deposits. Per evaluation report, broken lenses in optical system were observed. User mishandling is the possible root cause of the reported issue. However, with the given information we cannot determine a definite root cause. A manufacturing record evaluation was performed for the finished device serial number (1300813), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).